Event description:
As reported to coloplast, a patient experienced bladder perforation during implant procedure and a hematoma. A catheter was inserted & the procedure terminated. Late entry bladder perforation likely occurred because it is believed the physician entered the entropubic space with the trocar. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Based on the information provided, coloplast accepts the physician's observation of bladder perforation as the reason for medical intervention. Device not available for evaluation.